Manufacturer narrative:
Coloplast has bot been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with supris suprapubic and novasilk mesh. Later the patient experienced pain, extrusion, exposure, urinary problems, infection, bleeding, and dyspareunia. An excision of the exposed vaginal mesh was performed.